Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). Visual evaluation of the returned product confirmed that the devices punctured through the inner sterile packaging and outer carton. The carton boxes exhibited a dirty, abraded, yet not torn, shrink-wrap. The device history records were reviewed and no discrepancies were identified. The likely condition of the parts when they left zimmer biomet control is considered conforming based on the evaluation of the product and manufacturing review. However, the packaging configuration used to package the devices was later found to not have been adequately designed to maintain sterile barrier integrity during distribution per corrective and preventative action (CAPA) performed. But the reported failure, products piercing through the packaging, is different than the failure of the packaging observed during testing through that CAPA. Additionally, the products had a transit age of almost 10 years. Therefore, both transit damage and a design deficiency are considered to be the root cause of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2021-02421, 0001822565-2021-02422. The complaint initially reported to zimmer biomet was determined to be not reportable. Receipt of additional information on jan 28, 2021 determined that the event should be reported to the FDA, however, this information was not processed within 30 days.

Event description:
It was reported that during warehouse inspection, the implant was found to be protruding through both the inner and outer packaging.